Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer tried various troubleshooting steps, including using a different charging cable, but the issue persisted. Tandem technical support sent a replacement cable and wall adapter via two-day shipping and advised the customer to use multiple daily injections (mdi) if the pump battery depleted before receiving the new supplies.